Event description:
International customer reported that the needle broke during a c-section procedure. X-rays were taken to locate the needle fragment. The patient was then transferred to the operating room for fragment excision.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.